Event description:
It was reported that at the end of the procedure, the non-abbott guide wire became entangled with the three, newly deployed, overlapping xience v stents (sizes 2.25x12, 2.25x15, 2.5x23) in the mid to distal left anterior descending artery. The guide wire became mangled and separated in the anatomy. The patient was sent for a coronary artery bypass graft surgery where the stents were bypassed. The patient did fine with surgery. There was no additional information provided.

Manufacturer narrative:
(B)(4). Guide wire: cougar. Stent: xience v (2.25x15, 2.5x23). It is indicated that the device remains in the patient and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.